Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device was dislocated and iris touching. The patient's anterior chamber was also found to be shallow. Suture lysis and needling was performed. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon who stated the patient has recovered without treatment.

Manufacturer narrative:
(B)(4)

Event description:
The surgeon reported that it is unlikely there is a casual relationship between the device malfunction and the event because the shallow anterior and peripheral chamber. A medication was added to control the intraocular pressure (iop).